Manufacturer narrative:
The pad device was installed on (B)(6) 2009 and operated successfully until (B)(6) 2011. After this date there are multiple events of 10 minutes duration start to occur which would indicate the device was switching itself on automatically and these continue until (B)(6) 2011. On (B)(6) 2011 the device fails a self test due to a low battery. On (B)(6) 2011 a new pad-pak is inserted. On (B)(6) 2011 the manual events resume and continue until (B)(6) 2011. The device records several failed and incomplete self tests in (B)(6) 2012. The problem with the device was attributed to a fault in the membrane. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no pt involved in this event. This device malfunctioned because it was switching on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.